Event description:
Patient's father reported the infusion set tubing comes away from the infusion set cannula in the night. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.